Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#: (B)(4)) found a broken connector pin.

Event description:
Information was received from a patient regarding their implantable neurostimulator for degenerative disc disease. It was reported that the implantable neurostimulator recharger (insr) was not charging. The desktop charger connector pin broke. The patient was in pain because the implantable neurostimulator (ins) was in discharge. The desktop charger was returned and analysis confirmed a broken connector pin. Additional information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.